Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6)., 2010. According to the complainant, during the procedure, after opening the basket the wire detached from the handle when it was attempted to close it. The basket did not detach into the patient, and the device was removed from the patient without intervention or harm to the patient. No other damage was noted, and no other stones had been captured/crushed prior to this. The stone size was reported to be approximately 10-15mm and the patient's anatomy was not torturous. The procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, after opening the basket the wire detached from the handle when it was attempted to close it. The basket did not detach into the patient, and the device was removed from the patient without intervention or harm to the patient. No other damage was noted, and no other stones had been captured/crushed prior to this. The stone size was reported to be approximately 10-15 mm and the patient's anatomy was not torturous. The procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). The product lot had expired ((B)(6) 2010) prior to use on (B)(6) 2010. (B)(4) relates to (B)(4) for the reported event of wire break the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and the coil was found to be buckled near the heat shrink. Functionally the basket failed to extend when the handle was actuated. The device was disassembled and it was noted that the proximal end of the pull wire was found to have been sheared off near the handle cannula. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. The condition of the returned incident device was consistent with the complaint that the wire broke. Additionally it was noted that the coil assembly was buckled and the guidewire lumen (side-car) presented push-back. It is likely that the observed device damages occurred during the procedure resulting from procedural or anatomical difficulties. Furthermore it must be noted that the product was used past its expiration date based on the lot number provided and the procedure date. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).